Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. The philips remote service engineer (rse) analyzed the system remotely and performed a full system reboot. However, the issue still persisted. The philips field service engineer (fse) inspected the system onsite and observed that the system failed to power on, showing only the philips logo on the screen. The fse reloaded suite pc software to resolve the issue and restored normal functionality of the system. After reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot back up, after an alert occurred. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.